Event description:
During procedure team attempted to use the lithovue elite -single use digital flexible ureteroscope. Sensor for water pressure stopped working mid case. Could not be corrected. Scope and box saved. Boston scientific: ref# m006794000, lot# 37817017, exp:10/28/26. Gtin# (B)(4).